Event description:
The customer reported leak on back of unit on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: the product did not return for investigation. The reported issue was resolved with vyaire's field service technician by going onsite to the facility. The field service technician confirmed the customer reported issue, and replaced the nebulizer, compressor, installed the preventative maintenance kit and battery. A complete operation verification procedure was performed.